Event description:
It was reported that during preparation for a ptca procedure involving a lesion located in the diagonal artery (dx), the maverick2 monorail was defective. The technician pulled negative pressure on the balloon and continued to get air bubbles. The technician believes a hole was present in the balloon. The device was not used and the procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'okay.'

Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a preinflated state was received and damage was observed on the distal polymer shaft. Visual and microscopic examination of the catheter revealed an inner and outer shaft tear located at the wire port 11 millimeters long distally. Microscopic examination of the outer shaft in the area of the tear revealed damage that appears to be the result of the guide wire tearing through the lumen at the wire exit port. Damage of this nature is consistent with a situation when the guide wire does not remain parallel to the catheter shaft during the procedure. The exact procedural circumstances that led up to the damage caused by the guide wire could not be determined. The original guide wire was not returned for analysis. Further examination of the catheter and balloon did not reveal any damage that would have contributed the difficulty stated in the complaint. The manufacturing records for top assembly batch 8813744 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the difficulties experienced during the procedure can be attributed to a guide wire damaging the shaft of the catheter.